Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. (B)(4).

Event description:
The customer reported failed system checks on two separate dates involving the unicel dxc 600i synchron access clinical system. During system troubleshooting with beckman coulter customer technical support (cts), the customer discovered the white fittings on the substrate cap were loose. The customer tightened the loose fittings, primed the system, and obtained a passing system check. Quality control (qc) was also within the laboratory¿s established ranges. Patient samples were not analyzed at the time of the event. Patient results were not impacted and there was no patient consequence associated with this event. The instrument was returned to normal operation.